Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an open-end ureteral catheter was damaged during a percutaneous nephrolithotomy (pcnl) in the left kidney. During this event, the user used two wire guides in the collecting system down to the bladder in which ultraxx balloons were subsequently used and inflated to 20 psi with 50/50 sterile water/contrast. When attempting to fully inflate the balloon and advance the sheath it was found the first balloon and subsequent sheaths were hindered by one of the wires. As a result, the sheets were mangled at the beveled tip and we had to reload three or four different balloons and sheaths. Additionally, the user noted that the 5fr catheter was damaged during the same procedure. The user provided an update regarding the damaged 5fr catheter. The catheter was damaged when trying to advance the sheath after placing the catheter over the "wrapped" wire to straighten it. The force of the sheath on the catheter severed the catheter. The user did not experience any resistance when advancing the catheter. The procedure was completed with a new ultraxx balloon and sheath. The device was returned and a preliminary device failure analysis was performed noting the catheter material was damaged and separated along the side thus prompting this report. As reported, the patient did not require any additional interventions/procedures or experience any adverse effects due to this event.